Manufacturer narrative:
D9 device returned to manufacturer on 8/4/2025. Received one (1) photo that confirms the customer complaint of the line disconnected. Received one (1) used. List #011-cl3955, 46 cm (18") appx 5.7 ml, pur transfer set w/chemolock® additive port, 0.2 micron filter, check valve w/luer lock, filter cap, as received, the spike connection is missing. Viewed under ultraviolet (uv) light and observed insufficient solvent applied to the tubing bond. Confirmed customer complaint of disconnection between the line and the attachment (spike + connection port) probable cause, insufficient solvent during assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that with a 46 cm (18") appx 5.7 ml, pur transfer set w/chemolock® additive port, 0.2 micron filter, check valve w/luer lock, filter cap during the preparation of 3 different chemo infusions there was a disconnection between the line and the attachment (spike + connection port ICU). There was no patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.